Event description:
Baxter reports that the spike came off from the spike port of a transfer set. The set had been in use for 3 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.